Event description:
It was reported that while prepping for an unk procedure, the device package seal was cracked. Another device was used to proceed on with the prepping of the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.